Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they called for help uploading new pump. During the call she placed a battery in this older pump to try and upload it. She tried a few batteries and keeps getting a blank screen. The customer did not want to troubleshoot this pump and said she will just upload the new pump. The customer called again stating that she has a new pump and wants help uploading. She was clicking finish and gets a message that says the pump is not found. Found that she is selecting the wrong pump, assisted with correcting that, she then got a message saying this meter is not linked to her pump. Assisted with linking and she was able to upload the pump. The insulin pump will not be returned for analysis.